Manufacturer narrative:
While deploying a stent in the renal artery, it was reported that the balloon ruptured. The vessel had severe calcification, severe tortuosity and a 75% stenosis. During delivery, four of the five guiding catheters kinked. The fifth guiding catheter could be advanced to the lesion over the guidewire and through the sheath introducer. The lesion was pre-dilated with an amiia balloon. The stent delivery system (sds) was advanced to the target site and the balloon was inflated. However, during inflation the balloon ruptured at five atmospheres. While removing the sds difficulty was experienced and the sds had to be removed with the guidewire. The guidewire was then re-inserted and an ivus catheter was advanced to the target site. While advancing the ivus catheter, it became stuck in the just deployed stent, requiring surgical removal. The pt was reported to be doing well. Apparently, the stent was not completely expanded and did not fully appose the vessel wall. However, the doctor did not post-dilate the stent as it was felt that the blood flow remained adequate. A DHR review was performed and showed that this lot of products met all requirements per the applications mqp. This review was extended to subassembly e7136816 with lot number 0309040195 and to subassembly e7144664 with lot numbers 0108042058 and 0108042820. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including burst test values. Since the product or films of the procedure will not be returned, there is not enough info to draw a conclusion between the device and the event. However, in this case it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Event description:
During a percutaneous transluminal renal angioplasty, the palmaz genesis (pg1250bss) balloon ruptured at 5atm. There was difficulty experienced while removing the product from the stent and the guidewire. While inserting the ivus catheter (brand/size unknown), the catheter was stuck in the stent; therefore, the catheter was surgically removed. Difficulty was experienced while advancing the product through the vessel to the lesion. The vessel had severe calcification, severe tortuosity, and 75% stenosis. During delivery, four of the five guiding catheters (parent/medikit) kinked. The fifth guiding catheter was advanced to the lesion over the dejavu/asahi guidewire through the sheath introducer. The lesion was pre-dilated with an amiia (4x20mm/cat and lot unknown) balloon. The palmaz genesis was advanced to the target site and removed with the guidewire once difficulty was experienced. The guidewire was re-inserted and the ivus catheter was advanced to the target site. The product was clinically used without any adverse consequences to the pt. The pt is in stable condition.